Event description:
I have been using fixodent and poligrip now for 6 years and have started to notice tingling and loss of feeling in my fingers and toes and it has progressed to the point where it is constantly tingling and now have no feeling in my fingers and it has been like this now for the past year and now because of all this I have trouble writing and just doing anything with my hands. Dose or amount: denture adhesive. Frequency: once daily. Route: oral. Event abated after use stopped or dose reduced: no.